Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, remained static at 175 units. Then, after using approximately 175 units of insulin, the customer reported that the insulin gauge started to decrease as expected. The customer loaded a new cartridge successfully and experienced no further issues. The customer reported blood glucose level ranged from 80-120's (mg/dl).